Event description:
It was reported that during an aortic stenting procedure, the coating of the guide wire became "rolled up." The lesion was located in the aorta. During insertion of the guide wire, the ptfe coating rolled up. Therefore, the device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."